Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during atypical resection of the left lung for neoformation, the device was used for highlighted continuous solution in thoracoscopy of the left main bronchus, but it was noted that the device projected inside bronco. The fibroscopy showed injury of the trachea without continuous solution. It was necessary to convert the intervention in open and proceed to repair the bronco.